Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had off no power alarm without low battery alarm and buttons were hard to push. Customer¿s blood glucose was 155 mg/dl at the time of incident. Customer state this is not the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display or button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc and down buttons dome switch. No unlocked lcd keypad connector noted. Device passed operating currents, self-test, unexpected restart error test and displacement test. No unexpected off no power, failed battery test, low battery or battery out limit alarms noted during testing.